Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged properly. The usb cable was maneuvered into the charging port at a certain angle, in order charge the pump. Upon inspection of the usb port, there appeared to be some hair inside the port and the port appeared to be damaged. There was no impact to the customer's blood glucose level.